Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed right atrial (ra) lead noise oversensing leading to an increase in right ventricular (rv) pacing. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.